Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was unable to login. The customer had updated the two-step authentication and able to login. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to login. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.